Event description:
During a delivery, fetal vacuum extraction device was used. As a result, the infant sustained a large scalp abrason with edema and cephalhematoma. Infant was eventually delivered via c-section.